Event description:
Material - pen needle bd ultrafine 32gx4mm /10ea. Material # - 320178. Material lot# - not informed. Complaint description - the medication did not come out. The patient was unable to apply the medication. Additional notes - pir doc (B)(4).

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Follow up medwatch 1 has the wrong submission date. Correct submission date was nov 13, 2024. Follow up medwatch 2 was created for correction.